Manufacturer narrative:
H.6. Investigation summary: sample evaluation one actual sample with open packaging was received for evaluation. No abnormality was observed during the production of the reported batch. Investigation conclusion: investigation shows that sample returned do not have wings. However, sample is not manufacturing by bd tuas plant. Hence, unable to determine the root cause. There was no quality notification was raised for the reported non ¿ conformance.

Event description:
It was reported that bd insyte¿ IV catheter had no wings. This was discovered before use. The following information was provided by the initial reporter: no wings.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ IV catheter had no wings. This was discovered before use. The following information was provided by the initial reporter: no wings.